Event description:
It was reported that removal difficulty occurred. A renegade stc 18 was selected for use in a transcatheter internal iliac artery embolization. During the procedure, the microcatheter could not be pulled out from the internal iliac artery. Additionally, the coil could not be released. The resistance was particularly large. Despite repeated attempts, it still could not be pulled out. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event, and the patient condition was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).